Event description:
Additional information received indicated the icm had reset which also affected the ability to interrogate it via bluetooth telemetry. This was resolved via an interrogation. The patient experienced no consequences.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) displayed an error message. No intervention was reported to address the issue.

Manufacturer narrative:
Further information was requested but not received.